Event description:
(B)(4). The above date was the date I had them inserted. I did not know that the doctor was using these clips. I was told they were "bands". I was too trusting. Immediately afternoon the surgery my belly area enlarged. I had always had a semi flat abdomen. My menstrual cycles became longer and very painful. I've had pain my right side limiting motion. Headaches and hives, and oddly chest pain. I don't want to have any more children but I desperately want this out of my body.